Manufacturer narrative:
One medfusion 4000 pump was received to investigate the reported event. The pump was received with the right left plunger cases badly cracked. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. There was a "force sensor test" error found in the error history log review. A power up process was performed to further investigate the reported issue, and the problem was confirmed. The force sensor was out of spec. The count was at 0 when it should be in the 30s and values were 0= -1.05 lb, 5= 3.81 lb, 15= 13.57 lb. Impact probably knocked to force sensor out of calibration. The force sensor was replaced, and calibration was performed. Device passed all functional tests. No further actions were taken.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that there was a system failure where the device could not perform force sensor calibration. It is unknown if a patient was involved.